Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading was 525 mg/dl, then dropped to 50 mg/dl. Customer delivered 11.7 units of insulin in error. Customer overdelivered insulin. The blood glucose reading was 135 mg/dl when he arrived at the hospital. Nothing further reported.